Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4398-88 lead, implanted: (B)(6) 2017, 4076-45 lead, implanted: (B)(6) 2012. Non-healthcare professional evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an impedance warning for low pacing impedance and was also experiencing diminished sensing. In addition, it was reported that the patient¿s left ventricular (lv) lead was exhibiting decreasing impedance and increasing threshold. The patient was admitted to the hospital with shortness of breath. The rv lead was reprogrammed and remains in use. The lv lead was programmed off. No further patient complications have been reported as a result of this event.